Event description:
Elderly female with coronary artery disease (cad). When obtaining the catheter for the cardiac cath, angioplasty and stent, the tubing was crimped in the middle and unusable for the procedure. No known harm to patient.